Manufacturer narrative:
Occupation: initial reporter is synthes sales representative the applicator handle was received at the us cq. The shaft of the device was covered in stains from sterilization, resembling water marks on air dried glass. No other issues could be identified with the returned portions of the device. The received device (part # 03.812.001 lot # l197577) was manufactured at the (B)(4) site on 28 february 2017. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. A dimensional inspection was not performed due to a conclusive observation of foreign substances. The complaint was confirmed for the applicator handle. The shaft of the device had numerous stains on its coating. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. While no definitive root cause could be determined, it was possible that the device encountered unintended forces. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot. Part: 03.812.001, lot: l197577, manufacturing site: (B)(4), release to warehouse date: 28. February 2017, a manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on (B)(6) 2019, the two (2) transforaminal posterior atraumatic lumbar (t-pal) spacer applicator handle, two (2) transforaminal posterior atraumatic lumbar (t-pal) spacer applicator inner shaft and two (2) transforaminal posterior atraumatic lumbar (t-pal) spacer applicator knob were showing signs of wear from set fe701818. There were two complete instruments assemblies within this set. These instruments were returned at field stocking location (fsl). The instruments were requested to be sent to the fsl quality & compliance manager for assessment. There was no evidence of observed wear on these devices upon assembly of all pieces. There was no observed abnormality in assembly of the instrument construct or disassembly. The surgeon was able to perform the case with no issues. Patient status is unknown. This report is for one (1) t-pal spacer applicator handle. This is report 1 of 1 for (B)(4).